Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 90% stenosed circumflex (cx) was predilated with a 2.5x12mm maverick balloon and then the 2.50x12mm taxus liberte drug eluting stent (des) was implanted in the cx on a bend. The procedure was successfully completed, and the pt was put on plavix and aspirin, which was recommended for one year. One month later, the pt presented to the cath lab for right coronary artery (rca) intervention. Prior to performing the rca intervention, the physician checked the cx to find it totally occluded. It was noted that the pt had remained medication compliant. The physician attempted to wire the cx with two different non bsc devices for approximately one hour without success. The physician decided to abort the intervention on the cx as the pt was not symptomatic. The physician left the cx as it was and continued to treat the rca and implanted a non bsc stent. No additional pt complications were reported with the pt's current condition listed as "okay". Additional info has been requested but none has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.